Event description:
Device #1 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after a diagnostic procedure. Reportedly, a cuss miss occurred. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using angioseal. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B) (4). Improper or incorrect procedure or method - pt selection. (B) (4). Device #2: part# 12673-03/lot# 86035-6h indicated is being filed under a separate manufacturer number. The device was received. Investigation is not complete.